Event description:
The customer observed a falsely decreased ca19-9 result while using the architect ca19-9xr assay. The patient had been in the hospital with advance anemia and vomiting on (B)(6) 2014. The customer provided the following data: (B)(6) 2014: 656.9 u/ml; (B)(6) 2014: 3.3 u/ml. The decreased result was not reported out the laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
On 09/24/2014 the customer provided retest data and the lot number of the suspect device. The product evaluation was completed on 10/16/2014. Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available. An accuracy testing protocol was executed utilizing lot 33393m500. Testing passed supporting that the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent, list number 02k91, lot 33393m500, was identified.

Event description:
The customer indicated a retest of the sample was performed, as follows:. Initial: 2.71 u/ml, retest 3.31 u/ml.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.